Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patients were not showing up in machine. The customer also confirmed that system configurations all matched the other machines and they did not receive any delay notification in es server. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not showing up in machine. A technical support specialist tss dialled in to the server, logged in to patient encounter system pes, and verified through synchronization information 20 that the station was communicating and showing an updated last upload time. Server downtime queries confirmed that messages were crossing over in real time. The tss planned to confirm with the customer whether the issue was resolved or still occurring, as no sample patient was provided for further troubleshooting. They noted the need to deploy the package (B)(4) es reset ecc curves gpo, then reboot the device and perform a full synchronization. The tss planned to update the customer and request the station downtime. Further, the tss confirmed that the issue with network was resolved. The system functioned as intended after the technical support specialist troubleshoots the device.